Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, root cause has not been determined yet. However, the customer attempted but failed to calibrate the device and placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator volumes were low and the device went inoperable while on a patient. The customer confirmed that there was no patient harm associated with the reported event.